Manufacturer narrative:
The device was received for evaluation. During functional testing, a false downstream occlusion alarm occurred. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration downstream sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had falsely alarmed downstream occlusion during unspecified process step. There was no patient involvement. No additional information is available.